Event description:
It was reported that the plug of the neptune rover with smoke evac and power pole had bare copper wires exposed during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported exposed copper wires of the power cord was confirmed by a manufacturer field repair technician through visual inspection. This can occur due to the cord being exposed to rough surfaces, sharp edges or corners.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the plug of the neptune rover with smoke evac and power pole had bare copper wires exposed during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.